Event description:
Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 126 mg/dl. Reporter indicated that, at the time the result was obtained, pt was "unresponsive." Based on pt's symptoms, reporter phoned emergencyy medical services and upon their arrival, 30 minutes later, pt's blood glucose reportedly measured 33 mg/dl (on paramedics' blood glucose monitor). Reporter stated that pt was treated with a glucose injections and intravenous fluids (contents not provided), after which he was transported to the hosp for additional treatment. Reporter indicated that, once hospitalized, pt was reportedly advised that the oral diabetic medication he'd been taking needed to be "purged from his system" no additional details of pt's treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.